Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device: overlying right lower pelvis/no essure device is noted overlying the left lower pelvis or within the remaining abdomen') in a 47-year-old female patient who had essure (batch no. B40024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, uterine fibroid and female sterilization. Concurrent conditions included pelvic pain female, uterine fibroid, flank pain, hematuria, renal cyst nos, dvt and low back pain. Concomitant products included ibuprofen (motrin) for cramp in lower abdomen. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain"), heavy menstrual bleeding ("menorrhagia/abnorma bleeding (vaginal, menorrhagia)"), depression ("depression"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), anxiety ("mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant) and hot flush ("hot flashes"), 3 years 6 months after insertion of essure. In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder"). The patient was treated with metronidazole (flagyl). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, urinary tract disorder, heavy menstrual bleeding, depression, dysmenorrhoea, bladder disorder, hot flush, anxiety, vaginal haemorrhage and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, hot flush, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted- the patient did not undergo essure confirmation test. Patients was currently planning for essure removal. Discrepancy noted in date of insertion: (B)(6) 2013(as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: suspected 2.1 cm right renal cysts. Essure birth control device noted in the right; on (B)(6) 2016: conclusion: 1. Essure device is seen overlying the right lower pelvis as was noted on CT. 2. No essure device is noted overlying the left lower pelvis or within the remaining abdomen.. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Ultrasound uterus - on (B)(6) 2017: uterus enlarged with fibroids. 1.8 cm endometrial fibroid. 6mm stripe. 5.4cm fundal fibroid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, heavy bleeding, migration/overlying the right lower pelvis, dysmenorrhea, hot flashes and vaginal discharge. Lot number: b40024, manufacture date: 2013-06, expiration date: 2016-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device: overlying right lower pelvis/no essure device is noted overlying the left lower pelvis or within the remaining abdomen') in a 47-year-old female patient who had essure (batch no. B40024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, uterine fibroid and female sterilization. Concurrent conditions included pelvic pain female, uterine fibroid, flank pain, hematuria, renal cyst nos, dvt and low back pain. Concomitant products included ibuprofen (motrin) for cramp in lower abdomen. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain"), heavy menstrual bleeding ("menorrhagia/abnorma bleeding (vaginal, menorrhagia)"), depression ("depression"), dysmenorrhoea ("dysmennorhea/dysmenorrhea (cramping)"), anxiety ("mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant) and hot flush ("hot flashes"), 3 years 6 months after insertion of essure. In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder"). The patient was treated with metronidazole (flagyl). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, urinary tract disorder, heavy menstrual bleeding, depression, dysmenorrhoea, bladder disorder, hot flush, anxiety, vaginal haemorrhage and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, hot flush, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted- the patient did not undergo essure confirmation test. Patients was currently planning for essure removal. Discrepancy noted in date of insertion: (B)(6) 2013(as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: suspected 2.1 cm right renal cysts. Essure birth control device noted in the right; on (B)(6) 2016: conclusion: 1. Essure device is seen overlying the right lower pelvis as was noted on CT. 2. No essure device is noted overlying the left lower pelvis or within the remaining abdomen. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Ultrasound uterus - on (B)(6) 2017: uterus enlarged with fibroids. 1.8 cm endometrial fibroid. 6mm stripe. 5.4cm fundal fibroid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, heavy bleeding, migration/overlying the right lower pelvis, dysmenorrhea, hot flashes and vaginal discharge. Most recent follow-up information incorporated above includes: on 14-may-2021: medical record received: lot number, medical history, reporter information were added. Rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device: overlying right lower pelvis/no essure device is noted overlying the left lower pelvis or within the remaining abdomen') and genital haemorrhage ('general abnormal bleeding') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic pain female, uterine fibroid, flank pain, hematuria, cyst of kidney, dvt and low back pain. Concomitant products included ibuprofen (motrin) for lower abdominal pain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain"), menorrhagia ("menorrhagia/abnorma bleeding (vaginal, menorrhagia)"), depression ("depression"), dysmenorrhoea ("dysmennorhea/dysmenorrhea (cramping)"), anxiety ("mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant) and hot flush ("hot flashes"), 3 years 6 months after insertion of essure. In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder"). The patient was treated with metronidazole (flagyl). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, urinary tract disorder, menorrhagia, depression, dysmenorrhoea, bladder disorder, hot flush, anxiety, vaginal haemorrhage and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, genital haemorrhage, hot flush, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted- the patient did not undergo essure confirmation test. Patients was currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: suspected 2.1 cm right renal cysts. Essure birth control device noted in the right; on (B)(6) 2016: conclusion: essure device is seen overlying the right lower pelvis as was noted on CT. No essure device is noted overlying the left lower pelvis or within the remaining abdomen.. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Ultrasound uterus - on (B)(6) 2017: uterus enlarged with fibroids. 1.8 cm endometrial fibroid. 6mm stripe. 5.4cm fundal fibroid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, heavy bleeding, migration/overlying the right lower pelvis, dysmenorrhea, hot flashes and vaginal discharge. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Following events were added: hot flashes, mental anguish, abnormal bleeding (vaginal) and vaginal discharge. Event psych injury was updated to depression. Onset date of the event were added. Even verbatim was updated as migration/migration of essure device: overlying right lower pelvis. Reporter information, concomitant, treatment drug, medical history and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration:') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On( B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problems"), menorrhagia ("menorrhagia"), genital haemorrhage ("general abnormal bleeding"), psychological trauma ("psych injury"), dysmenorrhoea ("dysmenorrhea") and bladder disorder ("bladder"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, urinary tract disorder, menorrhagia, genital haemorrhage, psychological trauma, dysmenorrhoea and bladder disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded.. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received : case become incident. Events added- device dislocation, abdominal pain, dysmenorrhea, menorrhagia, genital bleeding, mental disorder, urinary problems, bladder problems. Reporter added, patient demographic added, essure insertion date updated , product indication updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.